Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of the returned product identified that the device punctured through the sterile packaging and outer box. Review of the device history records identified no deviations or anomalies. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem punctured box during regular handling and transit. Attempts have been made and additional information on the reported event is unavailable at this time.